Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell two of four in peritoneal dialysis. The home patient was connected at the time of the alarm. During troubleshooting, an open clamp on an unused supply line was found. The technical service representative had home patient close all clamps and review alarm log. The technical service representative explained system error and advised the home patient to start over using new supplies. The technical service representative advised the home patient to drain before next fill. Proper procedures were reviewed with the home patient. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Having an open clamp on an unused supply line during peritoneal dialysis therapy is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.